Event description:
Initial reporter indicated to manufacturing case manager that "her gi dr. Recommends she has the vns removed. She has had problems with difficulty swallowing and acid reflux(before vns as well) and has had to have her esophagus stretched last month and yesterday. Her gi dr. Told her because the vns stimulates the vagus nerve, it is increasing her gi problems. She feels worse today than she did 2 yrs ago when she had vns placed." The patient will be going back to her treating physician to discuss having the vns adjusted or removed. The vns was reported to not help the pt with their depression. Good faith attempts are being made for additional info about the events.